Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 24 and 36 hours. The adhesive completely separated from the infusion site (arm) causing the cannula to dislodge. In addition, the pod began ¿beeping¿ at the patient during the event, indicating a hazard alarm or alert during operation. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The 0xd7 alarm was triggered and confirmed through the data, indicating a "power on reset was detected while running" alarm. The cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.